Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's right eye because of patient complaint with synergy lens that there was a 'smudge' in vision. An enhance lens was used as a replacement lens. The suspect iol was not saved so not returning for evaluation. No other information was provided.